Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient fell on ice in (B)(6) and they were unsure if the ins or lead were affected. The patient was meeting with their hcp on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-22. The patient indicated that diagnostics/troubleshooting was performed to determine how the fall affected their implanted system. On (B)(6) 2019 they met with a manufacture representative (rep) who reset their unit to their original settings after surgery. They have a follow up on (B)(6) 2019. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient fell at the end of (B)(6) or beginning of (B)(6). They slipped on the snow/ice and had fallen a few times. After having a fall, they noticed that their stimulation is not working right. Some days they will have a lot of tingling and numbness down their leg and other days they have pain down their legs. The patient doesn¿t feel like it¿s matching up with their back. The patient met with their healthcare professional (hcp) who wanted the manufacture representative (rep) to reprogram the device but the rep wasn¿t able to make it to the appointment. The patient states that the hcp told them to call patient services to set up an appointment with a local rep. The patient was redirected to follow up with their hcp. No further complications were reported/are anticipated.